Event description:
It was reported that this patient experienced syncope during an arrhythmia. Technical services (ts) analyzed device episode data of this subcutaneous implantable cardioverter defibrillator (s-ICD) and found a stored treated episode. Ts stated that the arrhythmia was a torsade's-like ventricular fibrillation (vf) event for which the delivered therapy was appropriate and successful. However, the therapy was delayed by approximately 14 seconds due to changing r-wave amplitudes. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.